Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving compounded baclofen (5000 mcg/ml at 779.3 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had increased spasticity. They attempted a cap (catheter access port) dye study and radiology showed a kinked catheter. The patient had a catheter revision on (B)(6) 2022. They placed a new spinal segment. Upon aspirating from the cap after the new piece was added, the physician was able to aspirate 2 ml of clear fluid, however, there were bubbles. The cause of the bubbles were unknown. The rep wanted to know if this was indicative of any pump segment issue. Technical services reviewed that bubbles were not "normal" as csf does not contain bubbles. Technical services asked if the fluid aspirated was clear and the rep stated that it was. The rep asked if a full prime should be done. Technical services reviewed that this was a medical decision that the provider needed to make based on what was seen in the operation room. It was also reviewed that it would be unlikely that 2 ml of clear fluid would be anything other than csf but reviewed that there could be connection issue if there were bubbles. It was noted that the issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2012 product type catheter product ID ne u_unknown_cath lot# serial# unknown product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-aug-2014, UDI#: (B)(4); product ID: neu_unknown_cath, serial/lot #: unknown, ubd: 25-aug-2014, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2012, explanted: product type catheter product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reporting that the device was not returned because part of it was still implanted and the small piece cut off was disposed of in biohazard. Catheter serial number was provided.